Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls (qcs) were within acceptable ranges on the day of the event. As per siemens instructions, the customer performed a precision study with the patient sample and the results obtained on the patient sample were similar to the repeat result. The cause of the discordant, falsely depressed carbon dioxide (co2) result was potentially due to sample issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.